Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the spouse decided to take the patient to the emergency department (ed) since the cgm "receiver" was consistently reading at 40 mg/dl while it was 400 mg/dl on bgm. The patient uses tandem tslim in modified closed loop and already felt nauseous. They were picked up by an ambulance. In the ed, the bg was 752 mg/dl while dexcom cgm was still at 40 mg/dl. The doctor then decided to put him to an ICU. The patient was treated with round the clock insulin drip medication for 3 days straight. He was fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.